Event description:
On (B)(6) 2014 at the (B)(6) hospital during preventative maintenance testing, it was reported that the roller pump module (rpm) serial number (B)(4) displayed a rpm-diff error at low rpm. The rpm was sent to the national repair center. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by the ssu technician at the repair center and the motor was replaced. Device was tested to factory specifications and passed all tests. (B)(4).